Event description:
On (B)(6) 2012, the patient reported that he had concern with his blood glucose levels being elevated around 425 mg/dl on (B)(6) 2012. When he looked inside his infusion device he saw insulin inside his cartridge compartment and there was blood in the infusion tubing. He stated that he changed his insulin cartridge, adapter, and infusion set and then bloused and an hour later his blood glucose lever was over 600 mg/dl. He treated the elevated level via injection of levemir and symiln and his blood glucose level began to decrease. The morning of (B)(6) 2012 his blood glucose level was 86 mg/dl. His normal blood glucose range is 90-200 mg/dl. The patient did not require medical assistance from a healthcare professional or second party ot address the issue. The infusion device was replaced. The infusion device, insulin cartridge, adapter and infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
Product was received on (B)(4) 2013. The two received used cartridges were visually, leak and glide force tested. Cartridges passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications.